Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, the patient having contraindicating conditions has been ruled out. However, the incision site was not irrigated with an antibiotic solution before closure and the patient's daughter cut the suture which secured the device to the fascia which caused the device to migrate out towards the open incision. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient non-compliance (touching or picking at wound) as the patient's daughter cut the suture which secured the device to the fascia which caused the device to migrate out towards the open incision (user error-patient). Surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their wound was healing well at their post-op visit. However, the following days they noted the incision began to open slightly. The patient was advised to return to the physician's office. Instead, the patient's daughter cut the suture which secured the device to the fascia which caused the device to migrate out towards the open incision. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024.